Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, scratches on keypad overlay buttons and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 150 mg/dl. The customer stated that the o ring came off. The product was returned for analysis.